Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burn mark from the electrode on her right side that eventually scabbed over. There was no alleged device malfunction contributing to the irritation. The patient reported she would see her doctor. The patient removed the device and used a+d original rash ointment and cortisone and the irritation improved. Reporting out of abundance of caution. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burn mark from the electrode on her right side that eventually scabbed over. There was no alleged device malfunction contributing to the irritation. The patient reported she would see her doctor. The patient removed the device and used a+d original rash ointment and cortisone and the irritation improved. Reporting out of abundance of caution.